Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted and 100% present. The device was connected to a test handpiece and generator and it did activate during functional testing. The device was disassembled to examine the condition of the internal activation components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Event description:
It was reported that during an unknown procedure, the scalpel could not cut and coagulate after using two hours. The tissue pad was warped and was going to fall off. Changed to another one to complete the procedure. No adverse event on the patient. One device returning.